Event description:
It was reported that a 5x12 balloon would not come out of 5f sheath after single inflation. There was no patient injury.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that the access site was the femoral for an angioplasty procedure. The device appeared normal when taken from the packaging. The guidewire was not kinked or bent. There was nothing noted to be blocking the sheath. The catheter was removed with the sheath and the catheter intact upon removal from the patient. The procedure was continued and completed successfully with another balloon. There was no patient injury. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After inflation the balloon catheter could not be withdrawn through the 5f cordis brite tip sheath. Access site was the femoral artery. The device appeared normal when taken from the packaging. The guidewire was not kinked or bent and there was nothing noted to be blocking the sheath. The catheter was removed with the sheath and was intact upon removal from the patient. The procedure was continued and completed successfully with another balloon. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15607840 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, it is possible that the balloon did not rewrap properly. The products were not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.